Event description:
It was reported that during use in an oral surgical procedure the drill got hot and burnt the pt's lip. The surgeon recommended the pt apply ointment to the affected area. It was reported that the pt was seen on follow up examination and is doing fine.

Manufacturer narrative:
Investigation findings: the bur guard was received for eval and unable to be tested due to damage of the inner race of the bearing. Overheating of the bur guard can occur with this type of failure.